Event description:
It was reported that the radius persuader-handle latch is loose which causes the persuader to open abruptly.

Manufacturer narrative:
A second radius rod persuader from lot #075821 was returned on the same product experience report with the same issue. It is unknown which instrument was actually involved in the incident being reported. No conclusion can be drawn until the engineering evaluation is completed. Additional information wil be provided in a supplemental if it becomes available.